Manufacturer narrative:
(B)(4): a cartridge retain sample was found to pass the visual inspection. A fill, force and leak test were performed with no damage or defects noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) alleging an insulin leak issue. The reporter indicated that due to the alleged issue, the patient's blood glucose (bg) levels were elevated. On (B)(6) 2012, the reporter indicated that the patient's bg level had reached "500 mg/dl". He reportedly had small ketones, and symptoms of thirst and abdominal cramping. At that time, the reporter contacted a health care provider (hcp). The patient bolused via injections and then changed out the infusion set and cartridge. The next morning, the patient awoke with his bg level within normal limits. The patient went to work and his bg's steadily elevated from "200 mg/dl" to "hi" (> 600 mg/dl). The hcp was contacted again and the patient was advised to come off of the pump. The hcp requested for the pump to be replaced. The reporter claimed that she had noticed a large prime volume with the pump and then insulin began to leak from the cartridge compartment. The alleged large prime volume issue is not likely to cause an adverse event because the issue is generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. During troubleshooting of the alleged issue, the reporter was able to recreate the alleged insulin leak issue with 3 cartridges. However, the reporter insisted that the leak issue was related to a pump issue and not a cartridge issue. She claimed that her other son was using cartridges from the same box and was not having the same issue with his pump. The patient was on a backup plan for insulin delivery. The patient was not reusing products or using expired products. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient had an insulin leak issue and the patient developed elevated bg levels with symptoms suggestive of severe hyperglycemia. However, at this time it is unknown if the leak issue was pump and/or cartridge related. It is also unknown if the insulin leak issue actually contributed to the patient's injury.

Manufacturer narrative:
Follow-up #1 date of submission 08/16/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box revealed several prime step events occurring on the reported event date. There were no alarms related to the complaint in the pump alarm history. The pump passed the force sensor calibration test. An 'ezprime' operation was performed with no issues noted. The rewind, prime and load steps were successfully performed on the pump. A cartridge was loaded with approximately 100 units; the pump was found to accurately detect the cartridge and the units remaining. No air bubbles or leak issues were duplicated during testing. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no molding defects or moisture issues found to the cartridge compartment or piston rod. The pump was opened and no internal moisture damage was noted. Unrelated to the complaint, the battery compartment was found to be cracked and leaking. The battery cap was also found to be stripped, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.